Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 bolus ail limit error. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8100 pump module 9.17.0.22. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a "ail bolus limit" error message during rate test on lvp8100 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed the test process with (B)(6). He confirmed there was no air in the tubing, the tubing was properly loaded and it was a new IV set tubing. I recommended (B)(6) to replace ail sensor. (B)(6) will replace ail sensor. If he still have a problem, he will call me back. Ref: (B)(4).